Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax and a lifted electrode. Initially, it was reported that the package for the catheter was damaged. When they opened the catheter, they noticed that the tip of the catheter was bent and kinked. The catheter was replaced, and the issue was resolved and the case continued. No adverse patient consequence was reported. The package issue and bent tip were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 27-jun-2024, there was a cut on the pebax with internal parts exposed and a lifted electrode. These were assessed as MDR reportable with an awareness date of 27-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with internal parts exposed and a lifted electrode. Further analysis was not possible due to the original packaging was not available for this investigation. A manufacturing record evaluation was performed for the finished device 31264764l number, and no internal action was found during the review. The customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) of the catheter states: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).